Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there was glitching in the software while the patient was under anesthesia. The physician was unable to complete the superdimension portion of the case. Upon servicing, an accuracy test was ran and passed. After letting system warmup, point cem on the phantom, the cem green target was moving around a lot and looked like it was flickering. In procedure application, when trying to register and trying to position the patient sensors, all three sensors and locatable guide (lg), extended working channel (ewc) were hovering around violently. After trouble shooting the problem, the continuous guidance system (cgs) and location board were replaced. In testing again, the system was let to warm up before completing accuracy test. Accuracy test was completed and passed. Verified that patient sensors and lg/sewc were no longer hovering around. System was returned to patient use.

Manufacturer narrative:
Correction: h6 and evaluation summary h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the patient sensors and lg/sewc were hovering around violently. The issue was resolved by replacing the cgs and location board. It was reported that the procedure/case was canceled or aborted due to software issues. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.